Event description:
It has been reported to philips that the allura system could not expose x-ray via the handswitch or the footswitch. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was delayed, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not expose x-ray via the handswitch or the footswitch. Upon further inspection, the fse found that the sib was defective resulting the reported issue. The fse replaced the system interface board (sib) and cf-sib. After replacement of the system interface board (sib) and cf-sib, the system was returned to use in good working order.